Event description:
It was reported via repair work order that the siderail would not latch due to worn latch and timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.